Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported event could not be conclusively determined, however, the physician reported that the event was caused by a possible reaction to contrast media. The c7 dragonfly catheter's instructions for use states in the warning section - refer to the contrast media's instruction-for-use for general warnings and precautions relating to use of the contrast media.

Event description:
It was reported that a pt experienced a stemi three weeks prior with subsequent left anterior descending (lad) artery stent placement. The pt returned as an outpatient for a planned right coronary artery (rca) stent procedure. The physician requested oct images of the lad stent during the diagnostic angiogram. The first oct imaging run was the first angiogram taken and after completing the oct imaging run, the pt became severely hypotensive with blood pressure in the 30's to 40's. Resuscitation including fluid bolus and emergency drugs were initiated and after approx 30 mins with no charge, an intra aortic balloon pump (iabp) was inserted. A right heart catheterization revealed a wedge pressure of 5 and the physician determined dehydration of the pt made the contrast bolus intolerable. The pt required continuation of iabp and vassopressure medication. The physician anticipates the pt will make a full recovery. The physician stated that the use of the oct imaging did not cause the event and the event was unrelated to the oct dragonfly catheter. Info received on (B)(4) 2011 reported that the pt was recovered and the event was deemed a contrast reaction.